Event description:
It was reported that during a lap bowel resection procedure, approximately fifty percent of the staples deployed when the second cartridge was installed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.